Manufacturer narrative:
D3: correction. H3: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was having error code 41622. Reporter would take out the batteries or battery pack out and put them back in and most of the time it would resolve. However, it said that it was a software issue. There was unknown patient involvement and unknown adverse event reported.